Event description:
The complainant reported while attempting to place an implant in a patient (gender unknown) on (B)(6) 2012 the driver was difficult to remove from the implant, the implant and the driver which was still attached had to be removed. There was no indication from the complainant of any adverse effect to the patient as a result of the procedure.

Manufacturer narrative:
This driver was returned with the implant still attached, a reddish colored particulate (most likely dried blood) was observed on the driving feature, no deformation was observed. 22ncm of force was required to separate the driver from the implant. It is likely the intended friction fit between the driver and implant, in combination with an excessive axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. Lot number is unknown, therefore, the device manufacture date is unknown. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4). Also reference manufacturer report number: 3005990499-2012-00005.